Manufacturer narrative:
The device was returned to an authorized resmed third party service center for evaluation and service. The evaluation determined that the error messages were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: the reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf197) indicating an incorrect outlet pressure measurement and stuck outlet flow sensor. There was no patient injury reported as a result of this incident.